Event description:
It was reported that during a da vinci cystectomy procedure, the small grasping retractor instrument cable broke. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable to have frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.